Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was off by one day, cause was unknown. Tandem technical support assisted the customer correct the date. Customer¿s blood glucose level was 218 mg/dl.